Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+2.5/091 (sphere/cylinder/axis), into the patients right eye (od) on 26-oct-2023. There was lens rotation not associated to a low vault and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.